Event description:
It was reported that the patient is experiencing potential tibial loosening approximately two (2) years following left knee arthroplasty. No adverse effects or medical intervention has been reported at this time. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - persona revision cemented half block tibial augment left lateral size cd 16mm catalog #: 42555803115 lot #: 64648336, persona revision cemented half block tibial augment left medial size cd 15mm catalog #: 42555803315 lot #: 64661641, persona revision cemented femoral component plus left size 5+ catalog #: 42504605811 lot #: 64675747, persona revision fixed bearing articular surface left 24mm catalog #: 42512800424 lot #: 64559466, persona revision distal cemented femoral augment size 5 catalog #: 42556605805 lot #: 64624148. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the devices remain implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-01736 and 0001822565-2022-01737.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided were reviewed and the reported tibial loosening was confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain, osteopenia and potential tibial loosening approximately two (2) years following left knee arthroplasty. A knee immobilizer was recommended temporarily for treatment. Attempts have been made, however, no additional information is available.